Event description:
It was initially reported that the pt had been experiencing multiple adverse events. It was reported that when the magnet is swiped the pt begins vomiting. As result the pt has lost weight and his blood pressure increase and heart rate increase (120-130 beats per minute). Pt has also experiencing muscle weakness and sweating. Currently the pt is not using his magnet. Good faith attempts for more information have been unsuccessful to date.